Event description:
The facility reported an infusion pump with an "air in line" alarm on channel b, when no air was present. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, medication involved, or device programming.

Manufacturer narrative:
The pump is in the process of being evaluated for the reported condition of "air in line" alarm when no air is present. A follow up report will be filed upon completion of the evaluation or if additional info becomes available.